Event description:
Customer was running "qct" test strips on pump and failed the test 4 times. Qcr test is a test to detect clogged pump tubes. Clogged pump tubes could result in false results being reported to the pt. There are no reports of false results being generated at this site.